Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of vf and lead noise was observed on several strips. Patient received inappropriate hv shock. Patient was then brought to the hospital for true vf after having passed out. It was noted that the device recorded this event appropriately, and treated appropriately. Isometrics were performed but no noise was reproducible. Patient was in normal condition upon discharge and medication was increased to control his vt. Patient will be seen in-clinic for further follow-up.